Event description:
Procedure: gastric band. Reportedly, after the surgeon used the verress needle to complete an "aeroperitoneum" he used the device for the first access without any problems. He also used the device for the second access using another tube but he noticed a pneumo defluvium. The surgeon tried again with another tube but the pneumo defluvium was higher. The surgeon then removed the device and noticed that part of the transparent lens on the distal extremity of the device had broken. The other part of the lens hasn't been found either in the surgical cavity or in the surgical area. The device has been used in 30 laparoscopic optics.